Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: manufacturing location: (B)(4). Manufacturing date: 26-nov-2018. Expiration date: 01-nov-2028 part number: 04.037.012s, 10mm/.125 deg ti cann tfna 170mm ¿ sterile. Lot number: h783722 (sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55. Lot number: 1l24570. Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55. Lot number: h681012. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive bp58. Lot number: h777426. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80. Lot number: h737247. Lot quantity: (B)(4). Certificate of analysis received was reviewed and determined to be conforming. Lot summary report dated 14-sep-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cut-out had occurred to the patient who underwent the primary operation on (B)(6) 2019 (captured under complaint (B)(4)) and re-operation on (B)(6) 2019 (captured under (B)(4)). As the hip cup of the patient is being scraped by the screw due to the cut-out, the patient will undergo the third (3rd) operation on (B)(6) 2020, in which the implants in use will be removed and total hip arthroplasty (tha) will be applied. No further information is available. Concomitant devices reported: tfna scr l90 tan (part # 04.038.090s, lot # 9939549, quantity 1), lockscr 5 l32 f/nails tan light green (part # 04.005.522s, lot # 3l38512, quantity 1). This report is for one (1) 10mm/125 deg ti cann tfna 170mm - sterile this is report 1 of 3 for (B)(4).